Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface, which was causing pain. Competitor cement was used in the primary surgery. Doi unk - dor (B)(6) 2012 (left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.